Manufacturer narrative:
Investigation summary: received one sample product: 59016333 01/02/2018 confirmed: bd evaluation confirmed customer¿s experience with complaint sample. DHR: bd had not received any other complaints for the same issue: on the same batch/lot. CAPA recorded and initiated. CAPA (B)(4). Sbdm investigate the complaint sample to analyse the fm in the spike. Based on the ir analysis result, it seems that the plastic carbide. Sbdm suppose that it may be occurred during spike molding process before IV set assembly likely cause is that during molding manufacturing process, plastic carbide might be formed due to high temperature upon molding process. And the carbonized raw material might be attached on the spike due to static electricity. House sample test same lot (lot no.: 2710181) with complaint product: sbdm investigated 25 house samples which are same lot number (lot no.: 2710181), there was no issue. Root cause: raw material of spike (abs) is molded in high temperature during IV set spike molding manufacturing process and it could be formed plastic carbide. The formed plastic carbide was dropped into the product box and it was attached on the spike due to static electricity. After that the spike was assembled with chamber so, the plastic carbide is captured inside the chamber. So the likely root cause of the complaint may be due to inadequate cleaning cycle of spike mold and enhanced static electricity during winter season. Corrective action: 1. Had quality training on this customer complaint for injection molding line workers and inspector 2. Implementing strict product & process monitoring and strengthening quality inspection for molding mfg. Process. 3. Implementing 100% inspection for spike+chamber assembled part effective from (B)(6) 2017. 4. Maintain and cleaning a spike mold & plastic ejector as 5s. (Cleaning spike molding every 4hours / cleaning around of plastic ejector when day and night shift is changed. Also, stop every machine and cleaning whole molding room for 2 hours at the end of every week. Maintain a spike mold according to production plan) conclusion: based on the investigation result of the complaint case, fm in IV set spike, likely cause is that the fm(plastic carbide) is formed during high temperature of spike molding manufacturing process. And the plastic carbide is dropped into the product box therefore the plastic carbide attached on the spike due to static electricity.

Event description:
It was reported the bd IV set bn310 without bp y-conn. Had black foreign matter within the product. Found before use. No serious injury or medical intervention noted.

Manufacturer narrative:
Updated correction of information: date of event unknown. The date received by manufacturer has been used for this field. Date received from by manufacturer: 12/22/2017. Date of event: (B)(6) 2017. Date received by manufacturer: 12/22/2017. Review of DHR included chamber assembly work record (sbqi-m042-01), injection molding work record (sbqim040-01), injection molding process inspection report (sbqi-q503-07), IV set assembly work record (sbqi-m050-01), IV set process inspection report (sbqi-q504-01) and IV set product inspection report (sbqi-q601-01), there is no issue. There was no same customer complaint case same as this case before.